Event description:
Patient reported left side "dropped". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition of device.

Event description:
Patient reported left side "dropped". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3 h6 h11 clarification to partial date of occurrence b3: "a couple months ago" was provided. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: malposition.